Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the unit worked intermittently when the bottom trigger was pressed. It was further determined that there was liquid inside the unit. It was determined that this was due to cleaning, sterilization and/or maintenance procedures not followed as per directions for use. The assignable root cause was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on an unspecified breed, it was observed that the small battery drive device stopped working. It was reported that three unspecified battery devices were used to attempt to get the device to start working but were unsuccessful. It was reported that there was no delay in the procedure as an identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.